Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material. The facility device reprocessing could not be confirmed to have been implemented according to the IFU. The event can be detected by following the instructions for use which state: ¿3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿. ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿(a)inspection of the water feeding function¿ ¿1 cover the spray valve hole with your finger. ¿2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿(b)inspection of the spray function¿ ¿1 cover the spray valve hole with your finger¿. ¿2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The customer indicated that the device was cleaned, disinfected, and sterilized before being sent to olympus, and the air/water nozzle was flushed with the detergent solution. During evaluation, in addition to the reportable malfunction mentioned in b5, it was observed, due to dirt on the objective lens, there was a lack of image on the monitor/ the image has dark area partially, due to wear of angle wire, the bending angle in up direction did not meet the standard value, the plastic distal end cover (c-cover) had a scratch, the objective lens was dirty, the protector of the universal cord on the standard-connector side had a scratch, the protector of universal cord on the control section side had a scratch, the paint on the suction-cylinder was peeled, the paint on the air/water (aw)-cylinder was peeled, the lock engagement (fe) lever and knob had a scratch, the up/down knob, the right/left knob, the switch box, the standard connector, the universal cord, the grip, the control unit and the section cover had a scratch, the suction cylinder was shaved, the universal cord had wrinkle, the control unit had discoloration, the adhesive on the bending section cover (a-rubber) had crack and was detached, the bending tube was deformed, due to wear of the angle wire, the play of up/down knob was out of the standard value, and due to a scratch on the objective lens, flare occurred. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an image defect. Upon inspection of the customer¿s returned device it was observed, foreign matter was found in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.